Manufacturer narrative:
Add'l lot#: 47110. Add'l expiration date: 08/31/2012. Mfg date for lot number 47110: 02/28/2011. Eval summary: the two complaint devices associated with this report were rec'd. Samples were tested and met specifications. No related non-conformances were found during mfg process and the lots were released based on alcon's acceptance criteria. Chemistry and micro data have been reviewed for these lots and all specifications were met at time of release. There have been no other complaints reported in the lot number 47110 and lot number 47242. At this time, no root cause could be determined. Add'l info has been requested. (B)(4).

Event description:
A nurse reported she experienced eye irritation, hyperemia, discomfort and a burning following the use of this product. She stated she switched out her lenses on the third day and experienced a stronger conjunctival hyperemia with a mild discomfort and burning which resolved when she discontinued contact lens use. On (B)(6) 2011, the nurse reported she was diagnosed with moderate conjunctival hyperemia, corneal punctuate infiltrates, inferior subepithelial infiltrates and keratitis. She stated she is continuing treatment with a corticosteroid eye drop (2 drop every 6 hrs for 7 days) and will be following up with her ophthalmologist. She stated her symptoms of blurred vision, difficulty reading, development of dry eye, photophobia and "visual deficits" are continuing. Add'l info has been requested.